Event description:
Staff nurse was preparing to draw up sedative medications and a bd filter needle was pulled for use. Upon inspection of the unopened package, the nurse noted there was not a protective cap covering the needle. Needle was not used. Manufacturer response for filter needle, bd filter needle with 5 micron filter 19g x11/2 (per site reporter): they are asking for return of the needle to perform their evaluation.